Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 518 mg/dl. The customer stated that she was at work and did not feel well. The customer stated that she tried to bolus, but her blood glucose readings were still high. The customer stated that she was admitted to the hospital for diabetic ketoacidosis. The customer stated that she was in ICU for 3 days. The doctor advised the customer that she is not pumping the appropriate amount of insulin. The customer will be sent a replacement pump.